Event description:
It was reported that a patient underwent a midline laparotomy on (B)(6) 2011 and suture was used on fascia tissue. The patient developed a wound infection at each end of the wound size 6 cm and 4 cm. On (B)(6) 2011, the patient was treated with alginate and antibiotics. On (B)(6) 2011, a reoperation was performed due to fascia dehiscence by a burst abdomen. The patient was discharged on (B)(6) 2011 and is now attending a cure treatment, the skin wound is not completely closed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.